Manufacturer narrative:
Info related to the recalled composix kugel mesh implanted on (B)(6) 2005, will be reported in accordance with rae 2008-004. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt has co-morbidities including morbid obesity and prior abdominal surgery. The info provided indicates that the pt developed and was treated for recurrence and adhesions, which are known adverse events listed in the IFU. A manufacturing review was performed, and found no evidence of a manufacturing related cause for the alleged event. Additionally, there is no indication of defective mesh and no product has been returned. If any additional info becomes available, a follow-up MDR will be submitted. See MDR 1213643-2012-00692 for info related to the kugel patch implanted on (B)(6) 2004.

Event description:
The following is based on the medical records provided by the pt's attorney: (B)(6) 2004 - pt underwent ventral hernia repair with implant of a kugel patch. The hernia was incarcerated and involved a sliding component with the bladder. That evening, post-op, "she vomited and felt something pull or snap in her abdomen". On (B)(6) 2004 - pt underwent exploratory procedure for pain and "fullness" in her wound. The kugel patch had come free. Three stitches were not intact, and two sutures, which were still attached to the fascia with knots intact, had torn through the mesh. The hernia had reoccurred between the fascia and the kugel patch. Kugel patch was explanted and replaced with implant of a flat mesh, which was cut to size. On (B)(6) 2005 - pt underwent repair hernia reoccurrence. The flat mesh was explanted and a composix kugel mesh was implanted. Lysis of adhesions was performed.